Event description:
Hives, itchy skin, nasal congestion. Information was received on 21-dec-2006 from a physician via an office manager regarding a female pt, initials b-t, with a medical history of osteoarthritis, who experienced hives. The pt began treatment with synvisc nine days ealier. The pt received one injection of synvisc into the right knee the same day. Five days after the injection, the pt developed hives. Two days following, the pt still had the hives, so the physician decided not to give her the second scheduled synvisc injection. The pt later went to an urgent care facility, where she was given a shot, possibly a corticosteroid, to treat the hives. The practice had not heard from the pt since then, and did not know whether the hives had resolved yet. At the time of this report, the pt's outcome was unk. Refer to MFR control numbers synv-16566, synv-16567, synv-16568, synv-16569, synv-16570, and synv-16571 for other adverse event reports from this reporter. Add'l info was received on 15-jan-2007 and 17-jan-2007 from the pt's physician. The pt had a 3 month history of moderate osteoarthritis with joint narrowing. It was reported that on 17-dec-2006 at 10:30 p.m., 6 days after receiving her first synvisc injection, the pt experienced itchy skin and by 11:30 p.m. The pt developed "full blown" hives on her trunk and extremities but not on her face. There was no facial or tongue swelling. The pt experienced more nasal congestion then usual. Prior to treatment, the pt went to an urgent care facility and received an injection of depomedrol (methylprednisolone acetate) 80mg as treatment for the hives, itchy skin, and nasal congestion. It was reported, that the pt had not used any new lotions or soaps. It was also reported, that the pt had experienced a similar allergic reaction to naprosyn (naproxen) on an unspecified date and was currently taking ibuprofen for joint pain. It was reported that the events would resolve within 24 hrs, after the depomedrol injection. The physician assessed the relationship of the hives to synvisc as possible. No causality was provided for the itchy skin and nasal congestion.